Event description:
The rptr stated that their parent did meter to hcp meter comparison tests, within 5 to 10 mins, using separate finger sticks. Parent's meter read 142 mg/dl, and the dr's meter (type unknown) had a result of 188 mg/dl. Parent did not have any symptoms. On followup, the meter user described accurate testing techniques, but had not cleaned the meter since they've had it. Reviewed cleaning. A control solution test was in range. No harm was alleged.